Event description:
The customer reported a home patient discovered the drain bag to be leaking at what appeared to be from the seam. The sample was discarded. No patient injury has been reported by the customer.

Manufacturer narrative:
(B)(4). The cause of the leaking drain bag was undetermined. A batch review was performed and found no deviations from normal procedures in manufacturing of the identified batch. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.